Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per PICC nurse and tm: the battery is draining in less than an hour.

Event description:
Per PICC nurse and tm: the battery is draining in less than an hour.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery is draining in less than an hour is confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 1 hour. The root cause is an internal failure in the lithium-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.